Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cdh powered trial, before using it when the battery was inserted, the device's lights came on but immediately turn out. So it was decided not to use it. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 04/01/2022 d4: batch # u5et1w h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the right side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted possible cause by improper battery loading. No further functional testing could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.